Event description:
It was reported that the ventilators touchscreen was not working properly - giving error "bad touch detected." There was no patient involvement. Device evaluation is pending onsite repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon a follow up with technical support the customer reported that the onsite service could be canceled. The customer reported to have removed the display and reassembled it following manufactures procedures. Reportedly, it could have been a connection issue as the unit was ran for 24 hours with no issue.